Event description:
Patient reported that glass cartridge broke inside device while attempting to prime. Patient indicated that device now displays segmented screen and beeps continuously when the battery is inserted. Patient did not report any physiological effects.